Manufacturer narrative:
According to received service report, replacement of nozzle unit of o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use.the nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).